Manufacturer narrative:
The catheter tubing only was returned for evaluation. The tubing had been cut proximal to the fifth depth mark (5 dots). The length of the tubing was approximately 21". There was a small amount of crystallized residue inside the lumen and from the fourth depth mark (4 dots) to the proximal end of the catheter. This residue was likely left by the saline flush performed at placement. Tactual inspection of the tubing for elastic deformation or elongation found no indication of permanent elongation or deformation. The catheter was flushed with a 12cc syringe attached to a flushing stylet hub at the proximal end of the tubing. The lumen flushed normally. The distal tip of the catheter was occluded with finger pressure and a small leak was detected .25" distal to the 5 dot depth mark as the lumen was pressurized. Under magnification, there was a tiny longitudinal slit through the tubing wall in the blue stripe at the site. The slit was crescent shaped and resembled a fingernail impression, however, it was much smaller. The slit line was smooth. The impression was left from a puncture. This type of mark is common with a cut from a small, sharp, curved instrument, such as a hypodermic needle or suture needle. The location of the leak suggests that it was external, proximal to the insertion site, and not subcutaneous.

Event description:
The catheter was placed in the right basilic vein via cutdown. During infusion of saline after placement, the physician noticed leakage from the exit site. The catheter was removed.